Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states they tried to prime the pump but would receive disconnect alert flashing on screen. The customer's blood glucose level was 171mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.